Event description:
The customer called to report that the insulin pump alarmed during the prime process. Blood glucose reading at the time was 530 mg/dl. Customer has treated with manual injection. Troubleshooting was performed. The drive support cap was found to be protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.